Event description:
During the procedure, the cutting wire broke which caused the pt minimal bleeding. There was no intervention required to stop the bleeding. The procedure was completed with another device at a later date.

Manufacturer narrative:
Trackwise# should be a00011544 not a0001171. Date filed: 23 march 2006.